Event description:
It was reported that a li61aor iol was implanted and removed when lens haptic bent after insertion. The surgeon enlarged the incision, implanted a backup lens of the same model and sutured the incision. According to info received, the pt is doing fine. Please ref MDR# 1119279-2011-00194.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic scratched and both haptics bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.